Manufacturer narrative:
There is more information on the device evaluation. Customer provided additional information. This supplemental report is being submitted to provide this information. Customer provided information of their reprocessing method. During pre-cleaning, suction is performed for all channels and rinsing is performed for the auxiliary channel. Detergent used is enzyplex from franklab. During manual cleaning detergent and disinfection used is anioxyde 1000 anios. Brushing is performed for the instrument/suction channel, suction cylinder, and instrument channel port. Model number of the brushes used is scope clean an186523. No information available for automatic endoscopy reprocessor (aer) device as device is manually disinfected. The device is stored in a simple storage cabinet without drying functionality. Maintenance of the device is by olympus. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Root cause for the bacteria found in the device by the customer cannot be conclusively determined. There is no obvious deviation of the reprocessing procedure from theiinstructions for use per information provided by the customer. The relationship between the device and bacteria found cannot be determined. The results of culture tests performed for olympus at a third-party institution were in compliance with french regulations. The instructions for use includes statements for reprocessing method in the below chapters: ·chapter 4 reprocessing workflow for endoscopes and accessories. ·chapter 5 reprocessing the endoscope.

Manufacturer narrative:
The device has been returned and evaluated. In addition, an independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The test results for all channels and the distal end indicate that the culture sampling results conform to the target levels established by the french regulation of july 4, 2016 with no microorganisms found in all channels. Upon inspection and testing, it was observed that there are wear and tear elements for the device. Observations are as follows: distal end rubber coating (a-rubber) has wear and tear; connecting tube is scratched; and cover glass of eyepiece unit is scratched. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported by the customer, after a microbiological routine sampling of this device, carried out as required by french regulation, unexpected contamination was detected which was above the acceptable threshold, aligning with the action level, for all channels. The test was performed prior to use. There was no contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause. Analysis results of jan 10, 2023, sample are as follows: presence of aerobic microorganisms after high level disinfection and rinsed with sterile water is 1 cfu/100 ml. This aligns with the action level as laid out per the french regulations.

Manufacturer narrative:
This supplemental report is being submitted to provide the device return date.